Event description:
In 2009, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician opted to stent the renal artery due to thrombus below the renal arteries. The pt also had a right hypogastric aneurysm that was not treated. Four days later, the pt has been experiencing paraplegia. No intervention has been scheduled at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs.